Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced, loss of consciousness and feeling sick after regaining consciousness, at an unknown moment, the cgm was reading 220 mg/dl and the blood glucose reading was 333 mg/dl. The patient mentioned was at her doctor's office for an appointment when she passed out. It is not known by whom, but the someone called an ambulance, and the patient was given an intravenous fluid by the paramedic, after which she regained consciousness. Besides this she was also given an apple, an orange, juice, bacon and eggs, a cheese sandwich and half a candy bar. The patient stated she stayed in her doctor¿s office for 4 hours and denied she suffered any injury from losing consciousness. At an unspecified moment, the cgm was reading 250 mg/dl and the blood glucose reading was 220 mg/dl. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.